Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with an implantable neurostimulat or (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient called the manufacturer representative (rep) and explained that they were experiencing pain and extreme discomfort within the battery site due to the ins heating up. They said it started last wednesday night and has continued. They had turned the device off and the pain stopped. The rep advised the patient to keep therapy turned off and to schedule an appointment with the office to interrogate the device. The cause was unknown. The issue was ongoing. They called patient services (ps) on (B)(6) 2026 and repeated that they noticed the ins site felt hot to the touch. The patient did not experience any falls/trauma prior to this event. The ins site cooled down after they turned the therapy off, but then they couldn't urinate so they turned the therapy back on. Once the therapy was back on, however, the ins site started heating up again. The patient turned the therapy off again almost 48 hours ago, but the ins site was still hot to the touch and it was getting worse. The patient had already contacted their healthcare provider (hcp) and were waiting for a call back. The patient said they might end up going to the ER and asked if patient services had the contact information for their local rep. Agent reviewed role of patient services. Agent reviewed that the patient's hcp and/or ER staff can call (B)(6) and have their local rep paged if necessary. Patient was redirected to their hcp to further address the issue.